Event description:
During surgery for a tibial plateau fracture procedure on (B)(6) 2013, the surgeon was unable to properly line up the percutaneous aiming arm. As a result, none of the targeting locking holes or non-locking holes would line up on the plate. Therefore, the surgeon had to make small incisions and take x-rays in order to line up the holes on the plate. This caused a delay in surgery of an hour and a half. This is 3 of 3 reports.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
Original date of missing information that was not reported on the initial. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm proximal tibia plate was processed through the normal manufacturing and inspection operations with one mrr noted. The mrr was generated due to the angles located on the proximal portion of the plate not meeting specification requirements due to an oversized condition. This nonconformance was dispositioned as, use as is, as the out to tolerance angles do not adversely affect product quality. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented.